Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during preparation, when the protective sheath was removed from the stent delivery system (sds), the stent moved to the distal side. The physician tired to move the stent back to the original position, but the stent was unable to move at all. Another company's stent was used and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident. Stent movement/loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Without the sds to examine, a conclusive root cause for the stent movement could not be determined. The IFU states, "special care must be taken not to handle or in any way disrupt the stent on the balloon" and "do not manipulate (e.g., "roll") the stent with your fingers, as the action may loosen the stent from the delivery balloon."